Event description:
Additional information was received from a healthcare provider. It was reported that the cause of it suddenly it quit working like it got turned off, was unknown. The healthcare provider(hcp) stated they did not have any information from the patient about this incident. They did not call hcp's office. The hcp stated that it was unknown if the issue had been resolved, and the effect of the fall on the implant was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a month and a half before they fall on the 21st of december, patient started having symptoms that are worse than before the surgery. Patient stated, "suddenly it quit working like it got turned off" patient stated not knowing how to turn implanted neurostimulator back on. It is unknown if therapy is on or off. Patient is in a doctor's office and needs an MRI due to the fall. Agent reviewed MRI mode. Patient does not have equipment with them at the time of the call. Patient will charge equipment and call back. Additional information was received from the patient. Patient called back and reiterated that the therapy quit working a long time ago, probably 3-4 months ago, and that they couldn't make it to the bathroom and their symptoms were worse than before they had the surgery. Patient stated again that they needed an MRI because their medical team thinks they have hydrocephalus from their fall they had so they wanted to review how to turn the therapy off for an MRI. Patient stated they could hardly see and had to wear 2 pairs of glasses now so they needed their son to assist in using the external equipment. Patient services walked the patient and their son through connecting to the patient's settings. The patient's therapy was on at 0.2 ma. Patient services reviewed MRI mode and MRI compatibility considerations and the patient's son was able to activate and deactivate MRI mode and turn the therapy back on. Patient services reviewed stimulation considerations and therapy expectations with the patient and the patient wanted to increase the stimulation. Patient increased the stimulation and confirmed feeling stimulation in their bike-seat (their right "butt cheek") but they w anted to back off to where they couldn't feel it again so patient decreased down to 0.7 ma. The patient is going to monitor their symptoms now that a change had been made and will reach out to their hcp if the therapy still didn't help or call back for further assistance. Patient services also wanted to note that the patient said "ouch" a few times on the call and stated it was because they'd also hurt their neck and it was painful.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the manufacturing representative(rep) met with the patient on (B)(6) 2025. It is unknown if this has been resolved.